Manufacturer narrative:
This supplemental report is being submitted to provide the additional information that was provided from a follow up with the customer. The patient stated that they were just diagnosed with periodontal disease. The patient was asked by one of our team to provide a document from their dental provider so their refund can be processed. Please refer to the picture uploaded. Their provider asked if we could let them get a retainer so there¿s no further movement in the patients teeth that would cause further damage to their gums. H6 updated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they were diagnosed with periodontal disease. Their dentist informed them that they should not be doing aligner treatment as it only made their condition worse by moving their teeth. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.